Manufacturer narrative:
This report is submitted on january 07, 2019.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device with no response to stimulation as a result of migration of the device (date not reported). Clinical management is ongoing.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 due to unspecified medical reasons. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on february 8, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 23, 2022.